Manufacturer narrative:
Investigation underway.

Event description:
It was reported that the cot dropped while being loaded into the ambulance. There was no patient involvement or adverse consequences to report.